Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels of 50 mg/dl. The customer was treated for the low blood glucose with glucose tablets but then their blood glucose rose to 383 mg/dl. The customer was assisted with trouble shooting and found a bent cannula when removing the sets. The customer was sent replacement sets. The customer did not return the product back for analysis.